Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the light guide cable getting stuck inside the connector could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that during preparation for use, a stryker light guide cable was placed in the evis exera iii xenon light source and is now stuck. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the customer's event. The stryker light guide cable was stuck inside the connector causing damage. In addition, a scratch was found on the front panel. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.